Event description:
This event involves a rare complication of a patient that developed a postoperative epidural hematoma with paraparesis after an insertion level t12 of epidural spinal cord stimulator placement. On (B)(6) 2013, the patient originally had the procedure for epidural spinal cord stimulator and implantable generator performed by neurosurgeon at the hospital. The procedure was performed related to patient history of chronic pain syndrome secondary to failed back syndrome and chronic radiculopathy and intractable left leg pain. The patient was described as tolerating the procedure well and was discharged from hospital after having the same day surgery. On (B)(6) 2013, the patient reported to another hospital's ed after developing increasing complaints of back and leg pain. The other hospital initiated a transfer back to this hospital for the patient. The patient at the other hospital became paraplegic with decreased rectal tone. The patient was felt to have an epidural hematoma and she was taken immediately on arrival to this hospital to the operating room for "decompressive laminectomy, evacuation of spinal epidural hematoma, and removal of the spinal cord stimulator." The device is held in risk management. (B)(4).